Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure the motor drive unit was shutting off by itself and made a vibrating noise. The procedure was completed with another motor drive unit with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cpc flex coupler was bent and cracked causing the coupler to rub on the cpc nut.